Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, when the device was close around the stomach tissue, the green button was pressed and the handle was squeezed and was tried to fire, the handle locked in position prior to firing and was unable to advance to activate the stapler. Another reload was used to complete the case. There was no patient harm.